Event description:
Device malfunction: none; symptoms/ae: thrombotic stroke; time of symptoms/ae: 4 days after the procedure. It was reported that 4 days post a left internal carotid artery stenting procedure, the pt experienced a stroke. Subacute thrombosis within the newly placed stent was treated with aspiration thrombectomy, angioplasty and placement of an additional rx acculink stent. The pt's condition is listed as continuing and improving. Although requested, there was no add'l info provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Thrombotic stroke is a known possible adverse event associated with the use of the device as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.